Manufacturer narrative:
During the subsequent site visit, the abbott field service engineer (fse) observed bubbles in the internal probe wash pump. The fse replaced the bellows only bellows (rohs) (part number 2-89054-02) and the aero c8k poppet valve (list number 09d36-02), which resolved the issue. After parts replacement, qc was performed and found within acceptable ranges. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (B)(4), service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant glucose, total bilirubin, or qc results since the parts were replaced. A review of the architect system operations manual addresses operational precautions and limitations as well as information regarding troubleshooting erratic/discrepant results. The manual also provides instruction for the removal, replacement, and verification of the aero c8k poppet valve. The architect c4000 system service and support manual provides instruction for the removal, replacement, and verification of the bellows only bellows (rohs). A 12-month review for similar complaints identified no trends of the bellows only bellows (rohs) or the aero c8k poppet valve. A review of the c4000 platform tracking and trending data revealed no systemic issues trends associated with the discrepant results described in this complaint. Based on the investigation no product deficiency was identified for the architect c4000, serial number (B)(4), the bellows only bellows (rohs) (part number 2-89054-02), or the aero c8k poppet valve (list number 09d36-02).

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely depressed glucose and total bilirubin results on one patient on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) = glucose = 5 mg/dl 189 / 135 / 157 mg/dl; and t. Bili = <0.1 mg/dl 0.28 mg/dl 0.36 mg/dl. There was no reported impact to patient management.